Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the surgeon could not close the instrument tip on patient side manipulator (psm) 2 from the surgeon side console (ssc) master tool manipulator (mtm). The procedure was completed with no reported injury. On (B)(6) 2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no obvious error code was noted. The site disabled psm 2 and completed the procedure with the remaining psms.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported problem. The fse repeatedly tested the instrument tips full range of motion and clamping on patient side manipulator (psm) 2 without issue. The cable tension and sine cycle tests were performed and passed. The fse reviewed the system logs and verified there were no critical errors. The system was tested and verified as ready for use. A review of the procedure log with the information provided resulted in no additional information. The system logs were reviewed/analyzed as part of the technical support engineer (tse) and fse investigation. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: a psm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.